Manufacturer narrative:
The concerning device, triathlon cr fem comp #6 l-cem, remains implanted and the broken outer blister pack is the product being returned. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a tka, when a nurse opened the product box, our sales staff found a broken outer blister pack. The inner had no damage so the surgeon used it as is.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed through visual inspection. Device evaluation and results: one unit carton without its shrink wrap was returned for evaluation. There are compression and indentation lines visible throughout the unit carton damage is also evident on one of the corners. The outer blister was returned with the tyvek lid completely removed. One side flange was broken/fractured away from the outer blister, the fractured portion of the blister remains attached to the tyvek lid. There is evidence of a good seal on the three remaining sides of the outer blister. No inner blister was returned for evaluation. The device was implanted. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been compressed and/or dropped from a height causing damage to the unit carton. It must be noted that no damage was visible on the inner blister and the surgery implanted the device. No further investigation for this event is required at this time.

Event description:
It was reported that, during a tka, when a nurse opened the product box, our sales staff found a broken outer blister pack. The inner had no damage so the surgeon used it as is.